Manufacturer narrative:
Zoll medical corp has received the product.

Event description:
During biomed testing, the device displayed "defib fault 72," "defib fault 80," and "discharge fault" messages. Complainant indicated that there was no pt involvement in the reported malfunction.